Event description:
Vns, no drugs, severe side effects include: panic attacks urine retention, unable to fight infection on anti-infection drugs, eye tic, increase in seizures daily by 75%, new seizure types complex partials, rage seizures.